Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar high impedance warning and over-sensing during atrial tachycardia/atrial fibrillation (at/af) episodes. It was further reported that the right ventricular (rv) lead exhibited under-sensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done to adjust the lower rate.